Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Implanted approximately 3 years ago. Concomitant products: cer biolox option head p/n 650-1056 l/n 38719; cer option taper sleeve p/n 650-1064 l/n 696110; m/h shell p/n 13-104148 l/n 27870. Report source: (B)(6).

Event description:
It was reported patient had a revision procedure three years post-implantation due to discomfort of the hip. The surgeon confirmed the x-ray and found the breakage of the liner. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: biolox head, catalog#: 650-1056, lot#: 38719; taper sleve, catalog#: 650-1064, lot#: 696110; 3-hole shell, catalog#: 13-104148, lot#: 274870. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.